Event description:
It was reported that pump displayed malfunction code 24 with associated fault ID. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.